Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with a pacemaker with an automatic mode switch episode (ams). This appeared to be due to oversensing of far r-wave. Programming changes were discussed but not made at the moment. The patient was stable.